Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified flat creases, around 0-25% of the shell missing, red particles on shell, white biological tissue, total delamination of orientation dot, and broken shell. Weight measurement of the device identified device was underweight. Microscopic analysis was performed and identified broken shell with a sharp edge with localized induced stresses in posterior side and stress marks. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was broken shell with sharp edge with localized induced stresses assessed as surgical impact, and missing shell assessed as inconclusive.

Event description:
Healthcare professional reported rupture. This relates to the right device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This relates to the right device. Device has been explanted.